Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered a blood glucose (bg) value of 145 (mg/dl) into the bolus tab and received a bolus request of 15 units of insulin. Reportedly, the bolus amount was larger than what the customer expected; therefore, the customer exited the screen and did not deliver the bolus. The customer's blood glucose level ranged from 145 mg/dl-188 mg/dl. Review of the pump data logbook showed that the customer entered 188 grams into the bolus tab. However, the customer reported 188 (mg/dl) had been entered into the bolus tab multiple times, and the issue occurs between 9 pm and 12 am. Review of the pump settings show that the correction factor for multiple time segments were 1u:50mg/dl, and only the 9 pm time segment was 1u:5mg/dl. Tandem technical support calculated that if a bg value of 188 (mg/dl) was entered into the bolus tab with a target bg level of 120 (mg/dl), and a correction factor of 1u:5mg/dl, the pump would calculate a bolus request of 13.6 units. The customer acknowledged and confirmed that was what occurred. During the call, the customer was able to successfully adjust to the correct settings.